Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device remains implanted.

Event description:
Later healthcare professional also reported capsular contracture, baker grade IV.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event rupture and capsular contracture was reviewed on march 29, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d3, g2, h6.

Event description:
The device has been explanted.